Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to inspect and clean the pump components, ensuring the cartridge was correctly positioned. The customer successfully completed the process and resumed insulin delivery.